Manufacturer narrative:
The manufacturing location for this product is (B)(4) . This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a needle clipping device safe clip had the needle fall out during use. The following was reported by the initial reporter: "psp reports: "today in retraining with the patient's guardian tells us that in the needle cutter does not enter any needle. The patient's guardian is asked to perform the exercise of cutting a needle, where it is evident that the needle cutter does not performs its activity correctly and does not enter the needle in its entirety, for which the lot of the needle cutter is asked, which is 7177532, the patient's caregiver says that he has been with the device since june 2019 "."

Event description:
It was reported that a needle clipping device safe clip had the needle fall out during use. The following was reported by the initial reporter: "psp reports: "today in retraining with the patient's guardian tells us that in the needle cutter does not enter any needle. The patient's guardian is asked to perform the exercise of cutting a needle, where it is evident that the needle cutter does not performs its activity correctly and does not enter the needle in its entirety, for which the lot of the needle cutter is asked, which is 7177532, the patient's caregiver says that he has been with the device since june 2019 "."

Manufacturer narrative:
H.6. Investigation: customer returned a link to a video. In it, the patient attempts to clip the tip from a pen needle using a safeclip, but struggles to complete the action. Without directly inspecting the device, no definitive determination can be made regarding its condition. However, the patient has also stated that the device has been in use since june of 2019. Considering the complaint report date of march 22, 2021, this safeclip may have been used several hundred times. As a result, many uses over a sustained period of time may have caused enough wear to the device that it has reached the end of its lifetime. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the video link received, bd was able to confirm the customer¿s indicated failure of the safeclip not clipping the needle and difficulty using the safeclip. The root cause of the safeclip not clipping the needle may be numerous uses over an extended period of time to the point that the device has reached the end if its lifetime. See h.10.